Event description:
As reported by (B) (6) (an employee of dr (B) (6)). (B) (6) (B) (6) had a zoom procedure on (B) (6) 2008. There were no pre-existing conditions' no allergies to report. Pt called the office late that same afternoon and stated she had swelling in the lip area. Our (dr (B) (6)) office recommended benadryl and called in prescription for medrol dose pack. The pt later went to the emergency room and was administered IV. Dr (B) (6) office is not aware of the content of the IV. The pt was told to continue to use benadryl until the swelling went down. The pt recovered and had no lasting or permanent damage.

Manufacturer narrative:
Discus dental has taken series of measures to investigate if the device (lamp or whitening gel) was responsible for the incident or improper use of device by the dentist was the probable cause or if this was just sensitivity of the pt to the whitening procedure. The result of the investigation did indicate that either the pt was sensitive to the whitening gel or that the pt was not properly isolated by the dentist during the procedure. Further investigation did reveal that the dentist or his staff members had not undergone the discus dental free distance training program (dtp) or the on-line training program. A discussion was had with the dentist on the need and importance of training and proper pt isolation before the procedure. The dentist was also reminded that it was the dentist's responsibility once he has been trained on the whitening procedure to ensure that his staff are properly trained in order to avoid incidence like this one. The dentist since after the incident has completed training on the use of the zoom whitening procedure. Also a part of the corrective and preventive action for this and similar cases of dentists not completing the zoom training before embarking on the procedure, discus dental has changed its policy. The kits and lamp will now only be sent out to dentists who can show proof of training. As part of the training, we inform the dentists that it is their responsibility to monitor the performance of their staff in order to determine when re-training is necessary. Discus dental as policy will request that a dentist or a clinic which burns two or more pts within 6 months be re-trained on the zoom whitening procedure or those dentist who have not use their whitening lamps for more than 6 months after the initial training be re-trained.